Manufacturer narrative:
This report is submitted on november 9, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of the device through the postauricular skin flap. There are no plans to reimplant the patient with a new device as of the date of this report.